Manufacturer narrative:
(B)(4).

Event description:
Received from the duplicate implant report on 03 june 2019. Per the records, the recipient has two different type of implants registered for the right side. Requested the clinic to identify what implants the patient has, if this is an explant / re-implant surgery, surgical reject or a registration error. Pending on the confirmation from the clinic, a follow up MDR will be submitted.